Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure it was discovered that the right ventricular lead had pulled back. The lead was successfully repositioned. The patient was in stable condition.